Event description:
Healthcare professional reported right rupture discovered at explant. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿the appearance no longer appealed to the patient¿.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on patch/shell bond edge side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: observed creases on the device. No further actions are required as the device was implanted.

Event description:
Explanting physician reported rupture diagnosed during surgery. The device has been explanted. This record relates to the right side.